Manufacturer narrative:
A review of data files revealed that there was a current reagent pack (pack a, lot 529597) and a standby reagent pack (pack b, lot 568101) loaded on the analyzer on 08-oct-2021. At 16:13, the remaining volume of pack a was empty, so pack b became the current pack and pack a was unloaded. Data showed that pack b was masked by the operator at 18:27. During investigations, the issue observed by the customer could not be reproduced. Investigations determined the analyzer is working within specifications. The investigation could not identify a product problem.

Event description:
The initial reporter stated there was an issue with the software of the cobas 8000 e 801 module. Due to the issue, questionable results were generated for 9 patient samples tested with the elecsys cea assay. No incorrect results were reported outside of the laboratory. Two cea reagent packs were loaded on the e 801 analyzer, with one designated as the pack in use (pack a) and the other designated as a standby pack (pack b). Controls were tested on both reagent packs. The qc was approved for pack a, but controls were rejected for pack b. Due to the controls being rejected, pack b was masked in the system software. Masking prevents the analyzer from using the selected reagent. The customer started testing routine patient samples and the customer noticed some samples had cea results that were below expectations. When investigating the issue, the customer discovered that the system software switched status of the reagent packs. Pack b was now designated as the pack in use and was not masked. Pack a was masked. After noticing the switched status, the customer removed pack b from the analyzer and repeated testing for patient samples. Nine patient samples had discrepant results. Refer to the attachment for all patient data. The customer claims that the pack status was switched automatically, with no interaction from the operator or command through the customer's laboratory information system.